Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test and was unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin was squirting out during manual prime. The insulin pump's piston continued to move forward after reservoir contact and insulin squirted out. The numbers did not appear on the screen and the customer did not hear any beeps. The customer was unable to exit the priming process. Customer's blood glucose level was 135 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.